Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found.

Event description:
It was reported that the patient presented to the emergency room with sepsis and possible vegetation on the tricuspid valve near the implantable defib lead. The device and leads were explanted. The patient was enrolled in the attain performa clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is the same brand family as a device marketed in the u.s. Concomitant products: 5076-52 implantable pacing lead 2013 (B)(6); (B)(4) implantable tachy lead 2013 (B)(6); 429888 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.